Event description:
It's alleged by the filing of a lawsuit that the plaintiff underwent a right total hip replacement in (B)(6) 2017 due to hip collapse where he was implanted with a stryker hip system. It is further alleged that after implantation, he has experienced increasing pain and limitation of motion.

Manufacturer narrative:
An event regarding rom involving an metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported. Discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 6167w9r; v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# lr77wl; primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# xt0y8t; size 8 accolade ii 127 deg; cat# 6721-0837; lot# 57464401; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It's alleged by the filing of a lawsuit that the plaintiff underwent a right total hip replacement in (B)(6) 2017 due to hip collapse where he was implanted with a stryker hip system. It is further alleged that after implantation, he has experienced increasing pain and limitation of motion.